Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported impact to customer's blood glucose.